Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.

Event description:
Colombia. Allegedly, a patient is experiencing capsular contracture baker grade iii on the right side, status post breast implantation performed in (B)(6) 2021. (Sn: (B)(6).